Manufacturer narrative:
Four (4) devices were received for evaluation. The containers were inspected in a lighted inspection booth via the tyndall illumination to aid in the observation of visible particulates. The particulate was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, four (4) intravia containers were observed to have particulate inside the fluid pathway. There was no patient involvement. No additional information is available.